Event description:
It was further reported that the new stent used for treatment was placed inside the previously implanted taxus exress2 stent. The patient status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a stenting treatment procedure, stent thrombosis occurred. In 2006, the index procedure treated the target lesion located in the left anterior descending (lad) artery with an unspecified taxus express2 stent. In (B)(6) 2012, the patient presented with an st segment elevation myocardial infarction. Angiography revealed a fully closed lad and the clot was aspirated. Optical coherence tomography was performed and "they thought there were uncovered stent struts". Treatment consisted of angioplasty on the previously placed taxus express2 stent and the placement of a new additional unspecified stent. No further patient complications were reported.

Manufacturer narrative:
If implanted, give date: 2006. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).